Event description:
It was reported that during an unspecified neuro surgery, it was observed that the motor device had a damage hose. It was further reported that during routine post-operative inspection, it was observed that a different motor device had a damaged hose. The reporter was unable to clarify which device was used in surgery and which one was used during the post-op inspection. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were holes in the hose by the muffler, which was indicative of pulling on the hose instead of the muffler to disconnect it from the autolube and/or from pulling the autolube around by the hose. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.